Manufacturer narrative:
No complaint was received with the return of this device. Failure event was observed during analysis. Final analysis found a complete lead returned for analysis. External insulation abrasion was noted from 14.2 cm to 14.9 cm from the connector pin, consistent with friction against the device can.

Event description:
This report is to advise of an event observed during analysis.